Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned to olympus for evaluation and appears to have been previously repaired by a third party repair center. Based on the available information, repeated use of the device may change the insertion section "fit". It is likely, since the reported event occurred after repair, that the fitted condition of the components was reset with part replacements. The event can be detected by following the instructions for use (IFU) which state: "3.3 inspection of the endoscope holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope had insufficient angulation. The event occurred during an endoscopic submucosal dissection (esd) procedure. It was reported that the scope could not maintain the desired angulation. Upon inspection and testing of the customer device, the scope insertion tube was stiffed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.